Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the insertion of the transducer in the bolt is difficult. The pathway is not large enough. The skull bolt was changed twice before a successful usage. Affiliate reported that there was no delay great than 30 minutes as a result.